Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. In 2004 the pt's right femoral artery was accessed to dilate the right coronary artery (rca). There were no stents implanted into the rca, only a balloon procedure. The left anterior descending (lad) artery was then pre dilated using a voyager 2.5 x 15 mm balloon to a maximum of 9 atms. A taxus express2 2.5 x 12 mm drug eluting stent was introduced. "It was not possible to advance the stent beyond the very proximal portion of the left anterior descending artery. As the stent was withdrawn back into the guiding catheter, it detached from its balloon and was left in the left main coronary artery over the guide wire." The stent balloon would not advance through the undeployed stent so a 1.5 x 15 mm maverick balloon was advanced and inflated to 2 atm. The balloon, guide wire, and guiding catheter were all removed as a unit. As it was not possible to withdraw the stent through the sheath in the right femoral artery a 4 fr. Snare was used to successfully retrieve and remove the stent. Following stent placement angiography showed the stenosis was reduced to 20%. There were no reported pt complications.